Event description:
As reported by customer, the fluid delivery set male luer lock is not able to be tightened down securely during use. Air has been visualized in the line during a procedure, although air has not been injected into a pt. The used device is being returned for evaluation.

Manufacturer narrative:
Although the used device has been returned to the manufacturer, a device analysis has not yet been performed. At the completion of the investigation, a follow-up medwatch will be submitted with the results. The info contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.